Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: they were of poor quality when performing the canalization of the patient the needle bends, producing more expense to the institution apart from the discomfort for the user. When channeling the patient, what could have happened is that the staff returns the mandrel into the vein and breaks the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received on 08 aug 2024: was another device required/used to complete the procedure? Another same caliber was used. How was the procedure completed? Another venocath 24 was used to complete the procedure.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3312414. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter component. It is possible that this incident resulted from the assembly of the product and a failure in the vision detection system which allowed the faulty catheter to pass through to the customer. There was also a failure in the detection system within the packaging machine. A previous corrective and preventive action plan was completed to reduce the risk of this potential defect; this lot was manufactured prior to the plans completion. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.